Manufacturer narrative:
A used sample from the reported event has been returned to navilyst medical, however the device evaluation is still in process. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by the end user hospital, during prep for a left heart catheterization procedure, air bubbles were observed within the components of a navilyst medical convenience kit. A new ket was pulled for use, and the procedure was accomplished successfully. There was no patient injury. Used product was returned to navilyst medical for evaluation.